Event description:
I used clearcare one bottle solution for cleaning and disinfecting no rub contact lens solution by ciba vision. This looks like every other contact lens solution with the main labels indicating what product it is. I used it like I have with other solutions -been wearing them for 30+ years- and immediately both eyes burn to a significant degree, like nothing else. I put lots of water on my eyes, got the lens out. This happened 12 hours ago, my eyes are still burning, they are extremely red. They are watering. I can see fine. I hope this is not a "corneal burn". I went online and it was clear this is an ongoing problem. I then read all the info and they do say do not put your contacts in with this solution. I can't believe they can sell this stuff like this. Thank you for your time. Dose or amount: contact case full, route: ophthalmic. Dates of use: once (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: contacts.